Event description:
It was reported that the abutment screw loosened. The screw was discarded.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number, expiration date, and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number ¿ k013227. Unknown lot number and no device returned: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.